Event description:
A tubing separation. The nurse primed the tubing set, loaded it into a plum 1.6 pump, connected it to the patient's central line catheter and the delivery was started. At an unspecified time, the nurse was called to the patient's room because the bed was getting wet. When the nurse attempted to troubleshoot the leak, it was noted that the "hard piece of plastic" on the end of the set came apart from the IV tubing. Therapy was resumed using a replacement set. There were no adverse patient effects and no medical interventions were required.